Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited the adhesive on the bending section cover had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
Information added to h3 and h6. Correction to e2 and e3. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was confirmed but could not be identified. It is possible that the user could not perform reprocessing properly due to leakage from the right/left and up/down angulation control knob and scope body and remove the foreign material. However, a definitive root cause for this event could not be determined. The suggested events are detectable and preventable by handling the device following the instructions for use (IFU). The detection method is described in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. Preventive measures are described in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.